Manufacturer narrative:
We received the following: partial one opened/used simplera sensor, one simplera serter not returned, and performed a visual inspection of the sensor, took away the adhesive patch from the sensor to inspect for debris, physical/debris and moisture damage and none was found. Then inspected the sensor flex any physical damage and none was found. Checked the transmitter casing for any physical/cosmetic damage and none were found. The unit was able to download traces through (the blue dongle download station) (utilizing synergy prod download tool 1.1a). Unit was able to download trace and termination result. First term reason: sensor dehydration. First term reason descriptor: the sensor was terminated because it was removed from the body prior to the device's end of life. The dehydration can be caused by multiple factors. It is unknown that the sensor contributed to the event. In conclusion: the customer complaint of sensor glucose vs. Blood glucose is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced difference between sensor glucose and blood glucose values. The customer reported no adverse event. The event involved product(s) mmt-5120c1. Troubleshooting was performed. Insulin delivery was not suspended. Customer reported blood glucose value of 10 mmol/l.. Customer reported sensor glucose value of 3.5 mmol/l. Customer noticed that difference between sensor glucose and blood glucose was more than 30%. Customer was advised to wait at least an hour and if blood glucose is stable to calibrate. Otherwise, wait an additional hour before calibrating. No harm requiring medical intervention was reported. No product return is required for mmt-5120c1.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.